Event description:
IV sets are very difficult to prime. Nurses must squeeze the bag to push fluid into the tubing. Staff must utilize the IV pump to prime a glass bottle of fluids. Manufacturer response for IV tubing, smartsite infusion set (per site reporter): manufacturer notified. Case pr# (B)(4). Manufacturer has been experiencing issues with IV infusion sets. Alaris pump administration set medical device safety notification and faq's provided after equipment failure reported. These documents were shared with nursing staff/ materials management.